Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 investigation conclusions and investigation findings. Added new information to h.6 type of investigation. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was provided from the site and revealed the following: leakage appeared through a pin hole on the balloon. Blood present in the balloon. Calcification present in the patient's aorta. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaint was confirmed based on evaluation of provided imagery. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, review of the DHR, lot history and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, ''upon removal of the 23mm delivery system, a pinhole leak and blood in the atrion syringe were noted. The valve was fully deployed and no paravalvular leak (pvl) was noted''. During manufacturing, balloons are 100% visually inspected at several different steps and devices are 100% leak tested. Therefore, it is unlikely that the delivery system left the manufacturing site with balloon damage. Additionally, there was no note of abnormalities or leakage on the delivery system during device preparation and de-airing, suggesting that there was no issue with the device when removed from packaging. Per 3mensio review, calcification was present in the patient's aorta. Calcification along the patient anatomy can create sharp nodules which can puncture and compromise the structure of the balloon wall leading to leakage during inflation. It is possible that the balloon may have become damaged during tracking due to interaction with calcium in patient's vasculature, which subsequently resulted in the reported balloon leakage. A definitive root cause is unable to be determined at this time. Available information suggests that patient factors (calcification) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Event description:
As reported by a field clinical specialist (fcs), during the procedure of a 23 mm sapien 3 ultra resilia valve in the aortic position via transfemoral approach. Upon removal of the 23mm delivery system, a pinhole leak and blood in the atrion syringe were noted. The valve was fully deployed and no paravalvular leak (pvl) was noted. The patient was in stable condition.

Manufacturer narrative:
The investigation is ongoing. H3 other text : the device is not returning.